Event description:
The customer reports a (B)(6) architect hbsag assay result for one donor sample. Blood tested directly from the donor unit generated (B)(6) results of 0.02 and 0.04 iu/ml. Blood tested directly from a separate collection tube generated a (B)(6) result of 0.05 iu/ml. Nucleic acid testing generated a (B)(6) result. No suspect results were reported from the lab. There is no donor/patient adverse impact reported.

Manufacturer narrative:
The customer initially observed a (B)(6) architect hbsag assay (B)(6) for a serum sample. Additional samples from the same patient were also tested from a blood bag and when these samples were assessed, (B)(6) results were obtained (B)(6). A blood bag sample from this patient was then also assessed using nucleic acid testing (dna analysis) and a (B)(6) was returned. As no patient sample was available to investigate this issue, in-house retained samples of architect hbsag reagent list 06c36-22, lot 22003lf00, were assessed. The performance of this architect hbsag reagent was assessed by testing the reagent kit against two seroconversion panels (phm909 and phm910). (B)(6). All results met validity and acceptance criteria, demonstrating that architect hbsag reagent list 06c36-22, lot 22003lf00, is performing acceptably with regards to clinical sensitivity. A review of the manufacturing and customer release test data for architect hbsag reagent 06c36-22, lot 22003lf00, was performed and no issues were identified. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect hbsag reagent package insert contains information to address the customer's current issue. From the results of this current evaluation, it can be concluded that the architect hbsag reagent list number 06c36-22, lot number 22003lf00 is performing acceptably. No malfunction of the product was determined.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c36-27 that has similar products distributed in the us, list numbers 01l80 and 04p53. Patient problem code: no known impact or consequence to patient. (B)(4).